Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support there were placement signal not reliable alarms. There were no change in patient hemodynamics or motor current. Support continued. Additionally, the patient had a hematoma at the access site. The intervention for the hematoma is unknown. The patient survived the event.

Manufacturer narrative:
The investigation for the access site bleed has been completed. Data logs are not relevant to the complication. Returned product was investigated and there were no abnormalities with the repositioning unit that would suggest a cause for the complication. However, the sterile sleeve was noted to have been ripped/torn off of the hub with clear force. This was not reported as a complication. Clinical details provide limited information regarding what may have caused the bleed or how it was resolved. Based on limited clinical details and no abnormalities with returned product related to the complication, the root cause of the access site bleed could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added d9 device return date corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs were investigated, and it was confirmed that the placement signal not reliable (psnr) alarm triggered on (B)(6) 2025. At that time, the signal-to-noise ratio (snr) dropped to zero, contrast began oscillating between 3200/-3200, lamp remained at 100%, and gain/light both dropped. The first alarm was active for 24 hours, resolved for 3 hours, then triggered again for 66 hours, and then resolved for the remainder of the case. Returned product was investigated and 5s parameters were all within specification, the psnr alarm did not reproduce when the pump was connected to a console, and the pump passed the laser continuity test. Upon reviewing the data logs and the pump, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-23301. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.